Manufacturer narrative:
(B)(4). Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation were found for this batch. Investigation conclusion: the manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. Root cause description: no samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. Rationale: the incident reported by this complaint will be monitored to tendency analysis.

Event description:
It was reported that syringe plastipak 5ml s/su was damaged, but still operable and had a loose plunger. The following information was provided by the initial reporter: (B)(6). Sealed package with syringe's plunger loose and deformed.